Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The circuit boards and backplane was reseated as a proactive measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 uroview had table movement problems and displayed power supply error. There was no adverse patient involvement reported. There was no patient information reported.